Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The mother of the customer reported that the customer has been having some high blood glucose levels. The mother of the customer also reported having bent cannulas on the infusion of the insulin pump. No additional information was provided.